Event description:
Clinical study. It was reported that 393 days after a coronary stenting treatment procedure, the patient had an in-stent restenosis (isr) event. The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 3.5x12mm, mildly calcified, and mildly tortuous lesion in the distal right coronary artery (dist rca) with predilation and placement of an express2 2.75x12mm stent. Residual stenosis was 0%. The patient was discharged 7 days later on aspirin, plavix, bisoprolol, atorvastatin and ramipril. At 393 days after the index procedure, an isr occurred. The patient was asymptomatic. The 13-month angiography showed a 95% restenosis in the express2 stent. The restenosis was treated with a 1.5x20mm balloon and an additional implantation of a 3.5x15mm non-bsc stent with a very good result. The event was resolved on the same day with no further clinical events reported. The physician noted the relationship of the event to the study stent was "possibly."

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.